Event description:
A us distributor reported that a battery charger would not power on.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem ( will not power up) was due to fu100 being internally shorted. The root cause of the shorted fu100 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.